Event description:
An endurant ii aortic cuff was implanted in the patient for an endovascular repair with chimney technique to treat a proximal type I endoleak from another manufacturer¿s device. It was reported that during the index procedure a suprarenal anchor pin from the endurant ii aortic cuff became caught on a sheath that was in the right renal artery while the physician was attempting to retrieve the sheath. The endurant ii aortic cuff was pulled proximally with the sheath resulting in unintentional coverage of the superior mesenteric artery. Multiple attempts were made to move the endurant ii aortic cuff distally to below the superior mesenteric artery without success. Additionally the physician attempted to access the superior mesenteric artery but was unsuccessful. The physician elected to complete the procedure without further intervention. The physician stated that the cause of the event was due to the suprarenal anchor pins deploying where the renal sheath was located. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.